Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker patient presented remotely. Upon review, the right ventricular lead exhibited lead noise resulting in high ventricular rate episodes. The patient was symptomatic as a result. The patient was brought into clinic on an unknown date and the lead noise was unable to be reproduced via manual manipulation.